Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated lead revision procedure, intermittent exit block was noted. The lead was inactivated and a new lead was replaced. The patient was in stable condition.